Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest products that are cleared in the us. The pro code and 510 k number for the conquest products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the balloon was received partially inflated with fiber unravelment and peeled peebax. The fibers were wrapped around the distal end of the balloon. Some dried blood was noted on the fibers extending out. Overall, the device was bloody with no anomalies noted to the bifurcate or luers. During functional testing, an in-house presto inflation device was used to subject the balloon to negative pressure but was not successful as the balloon would not deflate. Then in order to examine the glue bullet, the balloon was cut, and the proximal balloon joint was examined. Under microscope examination, the glue bullet was not seated correctly on the outer catheter but rather was within the catheter. The glue bullet was able to be pulled out from within the catheter. No further functional testing was performed. Therefore, the investigation is confirmed for the reported deflation and sheath removal issues as the glue bullet was not seated correctly on the outer catheter, potentially leading to the deflation issue. This incomplete deflation could have contributed to the difficulty in removing the device through sheath. The investigation is confirmed for the reported peeled as the balloon fibers were peeled and wrapped around the distal end of the balloon. The glue bullet was not seated correctly on the catheter which might have contributed to both deflation and sheath removal issues. However, a definitive root cause for the reported peeled, sheath removal issues and deflation problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure in popliteal vein using the conquest pta balloon for deep vein thrombosis. During the procedure, the balloon fiber allegedly peeled. It was further reported that the resistance occurred when the balloon was removed from the sheath. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure in popliteal vein using the conquest pta balloon for deep vein thrombosis. During the procedure, the balloon fiber allegedly peeled. It was further reported that the resistance occurred when the balloon was removed from the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest products that are cleared in the us. The pro code and 510 k number for the conquest products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.